Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred, consisting of a "long beep" and flashing red led light. Additionally, the pump battery was unable to charge using the usb cable. The customer's blood glucose (bg) level was 369 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer had an alternate pump and manual injection supplies available for alternate insulin therapy.